Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the cartridge alarm 34 and verified that there were no prior reports of similar alarms with this pump; however, the issue had occurred 2-3 times in the past month. As the customer was not experiencing any issues at the time, replacement cartridges were dispatched, and the case was closed.